Event description:
The customer reported her blood glucose reached 14.0 mmol/l (252 mg/dl) on the third day after the pod was activated. She noticed the cannula was out of her skin. The adhesive pad was wet and she could smell insulin leaking.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.